Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient who was in a cardiac arrest condition, but the device did not discharge the energy. The clinicians then switched from the device paddles to electrodes and defibrillated the patient. The patient subsequently expired, but the complainant indicated that the patient's outcome was not as a result of the reported malfunction.